Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage protocols, material specifications, and material tests were appropriately documented. A visual inspection of the returned device found that it is not in its original packaging. The screw is fractured and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event.

Manufacturer narrative:
Internal complaint reference (B)(4). E1: address updated.

Event description:
It was reported that during use in an acl reconstruction, the "scr biorci-ha 9x30 sterile" broke while inserting in to tibia. The broken pieces were retrieved with forceps and suction. The procedure was successfully completed without delay using a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer specifications, found that the storage protocols, material specifications, and material tests were appropriately documented. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use in a procedure, the "scr biorci-ha 9x30 sterile" broke while inserting in to tibia. The procedure was successfully completed without delay using a smith and nephew back up device. No patient injury or other complications were reported.